Manufacturer narrative:
Reported event an event regarding periprosthetic fracture involving a hmrs tibial component was reported. The event was not confirmed. Method & results product evaluation and results: material analysis, visual, functional and dimensional inspections could not be performed as the device was not returned. Clinician review: no medical records were received for review with a clinical consultant. Product history review: could not be performed as the device lot details were not provided. Complaint history review: could not be performed as the device lot details were not provided. Conclusions: it was reported that the patient's knee was revised due to tibia fracture. The exact cause of the event could not be determined because insufficient information was provided. Further information such as device lot details, return of the device, pathology reports, pre- and post-operative x-rays and the primary operative report as well as patient history and follow-up notes are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time. If devices and / or additional information become available to indicate further evaluation is warranted, this record will be reopened.

Event description:
As reported: "left knee revision due to tibia fracture. No more information is available per doctor." An all poly tibial component, tibial bearing component, bumper insert, axle, and bushings were revised. Rep confirmed there are no allegations against the tibial bearing component, insert, axle, and bushings, and re-confirmed that no further information will be released by the hospital or surgeon.